Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported issue occurred at prior to the start of the planned general surgery procedure and was completed on the same system with the delay of 20 min. The philips remote service engineer (rse) analyzed the system remotely and confirmed a stand adjustment error from the error logs. A review of system log files showed a calibration failure of the clea image detector rotation drive, causing stand adjustment errors. The philips field service engineer (fse) inspected the system onsite and identified errors that resulted in the collimator shutters becoming unavailable, limited c arm stand movement, and the flat detector becoming immovable. The fse performed a detector shift rotation adjustment and recalibrated the system via the psc to resolve the issue, after which a full reboot confirmed restoration of normal movement speeds and motorized operation. After calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.